Event description:
Patient presented to the infusion center for vidaza injections. Patient reports significant pain/discomfort with our current needle system. Easypoint needle: 25g x 5/8". Retractable technologies inc lot: k211201. Patient requests that nursing remove the needle and then disengage to decrease the pain.